Event description:
A customer reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing information for a complete pump reset and guided them through the process. Following the reset, the error code did not reappear, and the customer successfully started their sensor session.